Event description:
The consumer states he was sitting in his power chair in his kitchen when the chair allegedly caught fire below the seat. The fire dept was called and the consumer was transported to the hosp for smoke inhalation.

Manufacturer narrative:
MFR received info user was in the chair, and there was an alleged fire. User was treated for smoke inhalation. The dealer had reportedly added electronic legrests after the chair was shipped. Product has not been returned for evaluation at this time, so it is unk if a malfunction occurred, or if other factors such as misuse or abuse, lack of maintenance or a service issue may have caused or contributed to this incident. MDR filed as a conservative measure.